Manufacturer narrative:
Concomitant medical products: therapy date is unknown. A product investigation was performed. The visual inspection of the returned dhs / dcs screw has shown strongly damages on the shaft of the instrument. The positioning grooves on the screw are also widened up. It was reported, that the item is broken, but no breakage could be evaluated. But there is an unknown extraction instrument which is stuck in the dhs/dcs screw. This instrument has broken off part and could be identified as a depuy part which is labeled as follow. (B)(4). The device history record of the dhs/dcs screw was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Due to the limited received information, we are not able to determine the exact cause which has led to these damages. We can only assume that the strongly damages occurred during removal of the implant. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: depuy extraction device (olmed 25-009 ce, ooie 73811, quantity 1).

Manufacturer narrative:
(B)(4). It is not known if device was implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 22.dec.2011. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the dynamic hip/dynamic condylar (dhs/dcs) lag screw is broken. It is unknown how or when this occurred. No serious injury, medical intervention, or surgical delay was reported. Event was reported by competitor's complaint unit. This report is for one (1)dhs/dcs lag screw 12.7mm thread/90mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.